Event description:
Edwards received information that this aortic bioprosthetic valve, implanted seven (7) years, was explanted due to aortic regurgitation with leaflet tears. Through investigation, the surgeon reported the bioprosthetic valve was originally implanted for bentall procedure to correct aortic stenosis at another hospital. The valve leaflets were excised and a competitors valve was implanted. Valve leaflets were not returned. No complications reported.

Manufacturer narrative:
Additional manufacturer narrative - the reported device was not returned to manufacture. Without return of the device the reported clinical observation cannot be confirmed. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.